Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd veritor¿ sars-cov-2 and flu a+b assay produced a false positive result. There was no report of confirmatory testing. There was no report of adverse patient impact. Eua #: (B)(4). The following information was provided by the initial reporter. The customer stated: "the last two boxes they had received from the distributor had an issue with the swabs that led to false negative test results."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. A photograph was returned and showed two swabs identified as "old" and "new" and unable to confirm of reported false negative. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false negative was identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported when using the bd veritor¿ sars-cov-2 and flu a+b assay produced a false positive result. There was no report of confirmatory testing. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: "the last two boxes they had received from the distributor had an issue with the swabs that led to false negative test results.".